Manufacturer narrative:
(B)(4). Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient's neuro responses to the right leg and left leg dropped off during placement of the paddle lead. The physician was very careful to try to place the lead without adding any extra pressure and when the symptom happened, he was notified. The patient did not have motor or sensory function on the right leg and left leg, but they came back very quickly. The patient's scs was explanted to relieve the pressure within two hours, the same day of the implant procedure. The left leg had regained complete motor and sensory function but the right leg developed neuropathy. It was noted that the patient was able to move her toes and ankles, but from the hip down, she was unable to move her hip or knee joint. The right leg had limited motor function but the sensory function had returned and was slowly improving. The patient was recovering and had yet regained full function of the limb. The paralysis was due to the limited space for the lead and the event was deemed to be procedure related and not device related.

Manufacturer narrative:
Additional information was received from the patient¿s husband that the patient had been paralyzed from the waist down. Her bowel movements improved after prolonged constipation, however, the bladder required frequent catheterization or foley. She was moved to a wheel chair and able to stand with a walker. Baclofen was administered for shooting pain in her legs. The patient continued physical therapy with slight improvement after being sent home, however, after two weeks, a relapse occurred. Three months after the procedure, the patient is still confined to a wheelchair due to both legs being weak, swelling in the right foot and ankle, lack of sensation, and foot drop. She was sent to a specialist due to placing too much stress on the paralyzed, weak foot when getting in and out of wheelchair. X-ray confirmed no foot damage. The swelling was considered to be a consequence of the nerve damage. The opinions for recovery range from moderate to no improvement in the ability to walk.

Event description:
A report was received that the patient's neuro responses to the right leg and left leg dropped off during placement of the paddle lead. The physician was very careful to try to place the lead without adding any extra pressure and when the symptom happened, he was notified. The patient did not have motor or sensory function on the right leg and left leg, but they came back very quickly. The patient's scs was explanted to relieve the pressure within two hours, the same day of the implant procedure. The left leg had regained complete motor and sensory function but the right leg developed neuropathy. It was noted that the patient was able to move her toes and ankles, but from the hip down, she was unable to move her hip or knee joint. The right leg had limited motor function but the sensory function had returned and was slowly improving. The patient was recovering and had yet regained full function of the limb. The paralysis was due to the limited space for the lead and the event was deemed to be procedure related and not device related.

Manufacturer narrative:
(B)(4) the explanted device was not returned to bsn.

Event description:
A report was received that the patient's neuro responses to the right leg and left leg dropped off during placement of the paddle lead. The physician was very careful to try to place the lead without adding any extra pressure and when the symptom happened, he was notified. The patient did not have motor or sensory function on the right leg and left leg, but they came back very quickly. The patient's scs was explanted to relieve the pressure within two hours, the same day of the implant procedure. The left leg had regained complete motor and sensory function but the right leg developed neuropathy. It was noted that the patient was able to move her toes and ankles, but from the hip down, she was unable to move her hip or knee joint. The right leg had limited motor function but the sensory function had returned and was slowly improving. The patient was recovering and had yet regained full function of the limb. The paralysis was due to the limited space for the lead and the event was deemed to be procedure related and not device related.